Event description:
According to the report, while acceptance testing the device, the biomedical engineer noted that the green ac mains led was not illuminated when the device was connected to ac mains power and that it would only operate on battery power.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The root cause of the reported problem was determined to be due to electrically shorted diodes on the power supply module portion of the power supply assembly. Proper device operation was confirmed after the power supply assembly was replaced. The device was subsequently returned to the customer.